Event description:
During right knee arthroscopy debridement, the tip of the serfas energy wand broke off between the femur and tibia. Surgeon made the decision to leave piece as would cause more damage to retrieve.